Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. Reportedly, the customer had neglected to charge the pump battery. The customer's blood glucose level was in the 390's (mg/dl) with small ketones. The customer administered a bolus of lantus. Tandem technical support educated the customer to charge the pump more frequently.